Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010.

Event description:
According to the reporter: when activating surgiwand spatula, the tip broke and fell into a cavity. The operator picked it up from the cavity then replaced it with a new one. There were no injuries or delay in operating room time.